Event description:
It was reported that a patient believed that the lead had moved again. It was noted that the patient had constant burning and urgency but she didn¿t have to go. It was noted that this had happened before and the patient had felt the exact same way. See MFR. Report #3004209178-2014-01639 for information about the patient¿s previous experience. The reporter stated that it started at ¿this severity¿ the day prior to the report but it was possible that it was less severe earlier. It was reported that the patient had a lot of bladder problems so it was hard to tell. It was noted that the patient had ¿other bladder issues¿ and had surgery in (B)(6) 2013. It was reported that the patient had no falls, trauma, or new activities added, but the patient was very active so it was possible she ¿might have done something.¿ it was noted that the patient had not had a medical procedure but did have a nerve block in the right side of the spine for sciatic pain that was performed one month prior to the report. The reporter stated that the patient had an appointment to see a urologist on (B)(6) 2014 but she couldn¿t wait until the pain was so severe she couldn¿t sleep, and she went to the emergency room the evening prior to the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v833270, implanted: (B)(6) 2011, product type: programmer, patient. (B)(4).